Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 205 mg/dl. He stated the buttons stopped responding, so he replaced the battery and the device alarmed. He tried changing the time and date but the numbers kept scrolling by themselves. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.